Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was not delivering insulin after a low cartridge alarm. The reporter stated that the patient had a blood glucose level over 250 mg/dl but under 500 mg/dl with trace amounts of ketones. This blood glucose excursion does not meet criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/05/2015 with the following findings: the pump setting showed that the low cartridge warning level was set to 10u. The pump was exercised for 24 hours with no warnings or alarms. A low cartridge warning was reproduced during investigation and the pump gave the appropriate sound and displayed the message on the display screen. The pump continued to make deliveries after the warning until a replace cartridge alarm was given. The black box showed that on (B)(6) 2015 at 13:06, there was an unexplained loss of prime and insulin deliveries resumed at 16:26. The recorded total daily dose added up correctly. The pump passed a delivery accuracy test and was found to be delivering within the required range and accurately. The initial complaint could not be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.